Event description:
It was reported on co on july 27, 1999 that during a three month follow-up from an in-situ sling procedure the pt suffered from a urinary tract infection and was treated with an antibiotic for 10 days. No further info is available. No product was returned for eval.